Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory on 03mar2021. An investigation was conducted on 04mar2021. A visual inspection was conducted. There were signs of clinical use on the jaws. The heater wire was observed to be slightly flexed due to clinical use, but remained attached at the base and tip of the hot jaw. The silicone insulation on the both jaws was observed to be intact. No other visual defects were observed. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. The jaws were gently cleaned with a saline and gauze pad as indicated in the direction for use (cv000008979). A temperature and resistance evaluation was conducted to evaluate the device function. The resistance value measured at 0.690 ohms which is within hemopro 2 final test specification. The device pass the temperature measurement test. The displayed temperature increase and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the results of the evaluation, the complaint for the reported failure "failure to deliver energy¿ was not confirmed. The lot # 25155184 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 was not activating the power source despite multiple pulls on the toggle switch on the hemopro2 device. Power source confirmed working as after replacing the hemopro2 with a different one. The hospital did not report any patient effects.